Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the sample was returned bloody. The storage tube was returned loose on the delivery device. The sheath segment measured approximately 12.8cm in length. The filter feet were slightly visible from proximal end of the sheath. No skiving was found in the storage tube. No anomalies were noted to the y-body or pusher wire. Performance evaluation: the filter was removed from the hub without issues. Upon filter removal, two legs were crossed. No anomalies were seen on the filter limbs. The hub on the introducer sheath was also examined externally, and no anomaly could be seen. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: based upon the returned sample condition (filter lodged inside the hub), the complaint investigation is confirmed for failure to advance. Based upon the available information the root cause for this event is unknown. It is also unknown if patient and/or procedural factors contributed to this event. Labeling review: the simon nitinol filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a vena cava filter, the filter became stuck while being advanced through the introducer sheath; however, no attempt to deploy the filter was made. Therefore, the filter system was exchanged for a new filter that was prepped and deployed successfully. There is no reported patient injury.